Event description:
It was reported that a implantable cardiac monitor (icm) summary report showed 16 atrial fibrillation episodes in the current counters with no electrocardiogram data available for the atrial fibrillation episodes. Counter anomalies were observed on quick look and reports, with atrial fibrillation episode counters not matching the episode listings and atrial fibrillation episodes not represented correctly on the episodes tab. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.